Event description:
It was reported that a tandem mobi cartridge alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer had already changed the cartridge, and the issue was resolved. Cts advised the customer to monitor the situation.